Manufacturer narrative:
Product analysis: the epg was found to have a broken ventricular connector port. The connector was replaced. The attachment ring/cover and bail/bail cover were missing and were replaced. The device was functionally tested, and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.